Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 04/26/2016. Conclusion / root cause: this power management (pm) board was tested with no errors identified. This report is being submitted as part of the remediation for (B)(4).

Event description:
During testing, the manufacturers field service engineer (fse) found the unit is failing the battery test. The fse reported there was no patient involvement.

Manufacturer narrative:
Contact information: (B)(4).

Event description:
During testing, the manufacturers field service engineer (fse) found the unit is failing the battery test. The fse reported there was no patient involvement.